Event description:
It was reported that the right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing. The right ventricular (rv) lead exhibited an upward trending threshold and the left ventricular (lv) lead exhibited variable thresholds. The crt-d, ra lead, rv lead, and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.